Event description:
It was reported that noise leading to oversensing and inhibition of pacing was observed on the right ventricular (rv) lead. Lead damage was suspected but could not be confirmed visually. The patient experienced pre-syncope. The rv lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
It was reported that noise leading to oversensing and inhibition of pacing was observed on the right ventricular (rv) lead. The patient experienced pre-syncope. Lead revision was anticipated to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.